Manufacturer narrative:
An event of an incomplete stent opening was reported. Potential contributing factors for incomplete stent opening include implant depth, challenging anatomy, such as calcification, and sizing of the valve. Information from the field indicated that during the procedure, attempts were made to deploy the valve and on computed tomography (CT), an incomplete stent opening (iso) was observed so the valve size was upgraded. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported incomplete stent opening cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle of 46 degrees. During the procedure, attempts were made to deploy the valve and on computed tomography (CT), an incomplete stent opening (iso) was observed so the valve size was upgraded. A 29mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). At 80 percent attempt, the valve repeatedly dived-in so it was replaced with a 26mm, non-abbott valve and it was able to be implanted successfully with three recaptures. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.